Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that the femoral component would not sit down flush. Physician tried multiple times between trial and implant. He ultimately decided to open a nexgen lps-flex option femur and cemented in.